Event description:
At the very end of valve deployment, after the valve was seated, the balloon burst. The delivery system was withdrawn and the valve was found to be in good position with no pvl. There were no adverse patient effects and the delivery system will be returned. The atrion was prepped with 1cc below nominal volume. The operator did not meet any excessive resistance during inflation. The coaxial alignment of the valve and delivery system was considered fair.

Manufacturer narrative:
Additional information provided indicated there was mild annular calcification in the native annulus, mild-moderate native leaflet calcification, and the native annular diameter was 452 mm2. The device was returned to edwards for evaluation. Visual inspection found the balloon was torn from the proximal to the distal end. It was not possible to perform any functional testing due to the condition of the returned device (balloon burst). Balloon single wall thickness measurements were taken along the working length of the balloon and all measurements met specification. During the balloon manufacturing process, the balloons are 100% visually inspected for defect and cosmetic appearance under magnification. Balloons are also 100% dimensionally inspected. These inspections during the manufacturing process and testing performed during the verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint for balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. A detailed root cause analysis for returned balloon burst complaints has been summarized in a technical summary written by edwards. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus. Analyses of these types of ruptures revealed that they are typically caused by puncture from calcium on the native aortic valve. Based on available information and device evaluation, patient factors (mild to moderate leaflet calcification per the cer) may have contributed to the event. Since no manufacturing non-conformances or IFU/training or labeling inadequacies were identified and the complaint mode has a low severity and occurrence rate, no preventative or corrective actions are required. The complaint for balloon burst was confirmed, but no manufacturing non-conformities were found in the returned sample. The root cause of the complaint appears to be patient factors (calcification). Since no labeling or IFU inadequacies have been identified, no further action is required at this time.

Event description:
During deployment of a 23mm sapien xt valve, at the very end of valve deployment the balloon burst. The delivery system was withdrawn and the valve was found to be in good position with no pvl. There were no adverse patient effects and the delivery system was returned for evaluation. The atrion was prepped with 1cc below nominal volume. The operator did not meet any excessive resistance during inflation.

Manufacturer narrative:
Investigation is ongoing.